Manufacturer narrative:
Date rec¿d by MFR : 13aug2019. The customer did not respond to multiple requests for additional information. Confirmation of patient involvement, evaluation and repair of the device could not be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the bottom of the ventilator's cpu tray was broken and would not stay secure to the cart. It is unknown if the device was being used on a patient at the time that the issue was discovered. Information has been requested.